Event description:
An implant card was received indicating that the patient underwent generator replacement surgery due to the generator being unable to interrogate due to battery depletion. The explanted generator is expected to be received for analysis, but has not been received to date. No additional relevant information has been received to date.

Event description:
The generator and lead were received for analysis. Analysis of the lead was completed on 10/31/2014. The pulse generator interrogated at all orientations. The post burn-in electrical test results show that the pulse generator module performs according to functional specifications. The returned product form indicates that the generator was replaced due to ifi - yes and the lead was replaced due to lead discontinuity. The lead discontinuity will be reported in MFR. Report # 1644487-2014-02936.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently did not provide estimated date of the event based on the decoder data. Describe event or problem; corrected data: the previously submitted MDR inadvertently did not provide the decoder data. Relevant tests/laboratory data; corrected data: the previously submitted MDR inadvertently did not provide the decoder data.

Event description:
The as-received internal device data showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2013.